Manufacturer narrative:
E1.: full address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection electrode stopped working. The issue occurred, during prostate resection surgery under lumbar. There were no reports of patient harm.

Event description:
The procedure was completed with a similar device. There was a ten minute delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: b5, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue likely occurred due to wear and tear, wrong handling. However, the device was not returned for evaluation. Olympus will continue to monitor field performance for this device: